Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the needle broke into separate pieces or if the entire needle separated from the suture. If needle breakage, was more than half the needle retained in the patient? Where was the retained needle located/in what structure? Was the needle piece retrieved during the same procedure? Were there any patient consequences as a result?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, per user facility medwatch form, (B)(4) while suturing the port site closed, the tip of the zero vicryl ur-6 needle tip broke off. No adverse patient consequences were reported. Additional information was requested.